Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), back pain ("back pain"), rash ("rash") and alopecia ("hair loss"). The patient was treated with surgery (underwent a laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, back pain, rash and alopecia outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, pelvic pain, rash and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain-constant and severe/pain"), uterine haemorrhage ("abnormal uterine bleeding"), osteonecrosis ("avascular necrosis") and endometriosis ("endometriosis") in a 35-year-old female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on 12-jun-2013. The patient's past medical history included attention deficit disorder, gravida ii (pregnancies: 2), parity 1 (number of live births: 1 (23mar2004)), miscarriage in 2006, metrorrhagia, anemia, cervical dysplasia, colposcopy, menorrhagia, uterine dilation and curettage (dilation and curettage of cervical stump) and headache. Previously administered products included for an unreported indication: lexapro, xanax, amlodipin, dlvalproex, adderall, tramadol, venlafaxine and hydrochlorothiazide. Concurrent conditions included benign essential hypertension, carpal tunnel syndrome, bacterial infection, otitis externa and tobacco abuse. Concomitant products included antihypertensives since 2013 for blood pressure high as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2014, the patient experienced premature menopause ("hormonal changes-early menopause"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), osteonecrosis (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), back pain ("back pain") and rash ("rash"). The patient was treated with multivitamins, cyanocobalamin-tannin complex (b12), vicodin (lortab), estrogens conjugated (premarin), surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy, oophorectomy (bilateral), surgery (total hip replacement done in 2015) and surgery (hysterectomy). Essure was removed on 9-apr-2014. At the time of the report, the pelvic pain, uterine haemorrhage, osteonecrosis, endometriosis, ovarian cyst, dysmenorrhoea, alopecia, fatigue, dyspareunia and premature menopause had not resolved and the back pain and rash outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, osteonecrosis, ovarian cyst, pelvic pain, premature menopause, rash and uterine haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not retain the essure device or any portion of it. Attention deficit disorder - medications 2011 thru present. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on an unknown date: abnormal human chorionic gonadotropin - on 12-jun-2013: negative smear cervix - on an unknown date: abnormal 20-sep-2013, hysterosalpingogram showed normal appearance of the uterine cavity. Complete obstruction of the fallopian tubes by essure wires. 09-apr-2014, surgical pathology report results microscopic examination: received is a symmetrical uterus with attached bilateral adnexa and cervix. The serosal surface is smooth, tan and glistening. The ectocervical mucosa is smooth and tan with the external os slit-like. The squamocolumnar junction is distinct, and the endocervical mucosa is rugated, soft and tan. The endometrium is focally scarred in the area o£ the fundus. The endometrial surface is smooth and lightbrown and in one area has an overlying friable yellowish-tan material. Focally embedded in the myometrial wall and extending out through the fallopian tubes bilaterally is a spring-like metallic medical device. It is found bilaterally. This medical device extends into the lumen of both fallopian tubes proximally. The serosal surfaces of the fallopian tubes are smooth and glistening. There is a 0.4. Cm clear fluid-filled paratubal cyst present on the left side. The cortical surfaces of the ovaries are smooth and gray- tan. The right ovary has a 3. 5 cm in diameter cyst containing blood clot and free blood. The left ovary has a few clear fluid-filled cysts which vary up to 0. 6 cm in diameter. Concerning injuries reported in this case the following one/ones were described in patient medical records: medical device monitoring error, ovarian cyst, pelvic pain in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain-constant and severe/pain"), uterine haemorrhage ("abnormal uterine bleeding"), osteonecrosis ("avascular necrosis") and endometriosis ("endometriosis") in a (B)(6) year-old female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2013. The patient's past medical history included attention deficit disorder, gravida ii (pregnancies: 2), parity 1 (number of live births: 1 ((B)(6) 2004)), miscarriage in 2006, metrorrhagia, anemia, cervical dysplasia, colposcopy, menorrhagia, uterine dilation and curettage (dilation and curettage of cervical stump) and headache. Previously administered products included for an unreported indication: lexapro, xanax, amlodipin, dlvalproex, adderall, tramadol, venlafaxine and hydrochlorothiazide. Concurrent conditions included benign essential hypertension, carpal tunnel syndrome, bacterial infection, otitis externa and tobacco abuse. Concomitant products included antihypertensives since 2013 for blood pressure high as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced premature menopause ("hormonal changes-early menopause"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), osteonecrosis (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), back pain ("back pain") and rash ("rash"). The patient was treated with multivitamins, cyanocobalamin-tannin complex (b12), vicodin (lortab), estrogens conjugated (premarin), surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy, oophorectomy (bilateral), surgery (total hip replacement done in 2015) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, osteonecrosis, endometriosis, ovarian cyst, dysmenorrhoea, alopecia, fatigue, dyspareunia and premature menopause had not resolved and the back pain and rash outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, osteonecrosis, ovarian cyst, pelvic pain, premature menopause, rash and uterine haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not retain the essure device or any portion of it. Attention deficit disorder - medications 2011 thru present. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on an unknown date: abnormal human chorionic gonadotropin - on (B)(6) 2013: negative smear cervix - on an unknown date: abnormal (B)(6) 2013, hysterosalpingogram showed normal appearance of the uterine cavity. Complete obstruction of the fallopian tubes by essure wires. (B)(6) 2014, surgical pathology report results microscopic examination: received is a symmetrical uterus with attached bilateral adnexa and cervix. The serosal surface is smooth, tan and glistening. The ectocervical mucosa is smooth and tan with the external os slit-like. The squamocolumnar junction is distinct, and the endocervical mucosa is rugated, soft and tan. The endometrium is focally scarred in the area o£ the fundus. The endometrial surface is smooth and lightbrown and in one area has an overlying friable yellowish-tan material. Focally embedded in the myometrial wall and extending out through the fallopian tubes bilaterally is a spring-like metallic medical device. It is found bilaterally. This medical device extends into the lumen of both fallopian tubes proximally. The serosal surfaces of the fallopian tubes are smooth and glistening. There is a 0.4. Cm clear fluid-filled paratubal cyst present on the left side. The cortical surfaces of the ovaries are smooth and gray- tan. The right ovary has a 3. 5 cm in diameter cyst containing blood clot and free blood. The left ovary has a few clear fluid-filled cysts which vary up to 0. 6 cm in diameter. Concerning injuries reported in this case the following one/ones were described in patient medical records: medical device monitoring error, ovarian cyst, pelvic pain in female. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Event avascular necrosis, endometriosis, ovarian cysts, fatigue, dyspareunia (painful sexual intercourse), hormonal changes-early menopause, novasure ablation was performed with essure placement were added. Historical, concomitant condition and relevant lab data were added. Concomitant and historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.